Event description:
(B)(4). Device was provided by insurer. My periods starting happening every 2 weeks and got worse when I exercise. I was so heavy at times I would bleed thru a tampon an hour for the first few days. I am constantly tired and when I went to my doctor in (B)(6) she said I was low in vitamin d which is weird because I am in the sun with no sunscreen a couple hours a day due to the fact that I train for triathlons. Along with this I have gained about (B)(6) pound since I have had ensure put in (B)(6) 2013. I also have brain fog I have had blood work done and my thyroid check and it all came back normal. I have started having sharp stabbing pains when I get up sometimes it makes me stop in my tracks. I have lower back pain and I have had my back x-rayed and there is nothing showing up to indicate there is something wrong with my back.